Event description:
It was reported that this pacemaker recorded fusion beats and loss of capture (loc) on the presenting electrocardiogram and pacemaker mediated tachycardia (pmt). Technical services (ts) provided a review of reports. This pacemaker remains in service. No adverse patient effects were reported.